Event description:
The pt experienced hypertensive/tachycardic episode. The ventilator was delivering preset breaths and volume. The therapist suspected that the imv breath rate was consistant with the pt's efforts.